Event description:
Health care provider reports kink at connector found during myelogram. Follow up with hcp revealed pt experienced nausea, vomiting, diarrhea, metallic taste in the mouth and return of extreme pain. Catheter was trimmed and reattached to the pump. Pt is now doing well.